Event description:
Reportedly the blood warmers were being used in the operating room on two cardiovascular cases with pts in critical or deteriorating condition. During these cases there was lekage encountered coming from the blood reservoir. This leakage occurred after multiple units of blood had been administered through the warmers. In one case a pt expired intraoperatively which was not attributed to the leak in the blood reservoir however. The leaks did not result in direct mucous membrane exposure to blood components.

Manufacturer narrative:
Section f completed by baxter. Baxter testing and evaluation of returned product did not confirm a product related problem. All samples tested were within specificatio, no leakage found.